Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The reporter's complaint that the small battery does not take charge was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
A review of the service history for the past six months from the awareness date was performed. The item was previously returned for service on (B)(4) 2013 due to low power. The previous service condition of low power is relevant to the current complained issue of low power. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported, during a tibial plateau leveling osteotomy (tplo) procedure on (B)(6) 2013; the small battery drive had low power. It was also reported procedure was completed with the use of a spare device with no adverse event to animal. This report is for a small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).